Event description:
Analysis of the generator was completed and reported in MFR. Report # 1644487-2015-06210. Analysis of the lead was completed on 10/22/2015. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement for end of service, high impedance was observed with the new generator connected to the existing lead. It was reported that the patient's vagus nerve had excess fibrosis due to the implant and that the lead coils were stretched out a great distance along the nerve. The surgeon was able to remove the previous lead electrodes and implant a new lead. Device diagnostics with the new vns system was within normal limits. It was reported that the generator and lead were discarded by the explanting facility therefore analysis cannot be performed. It was reported that the surgeon reduced the amount of scar tissue on the nerve.

Event description:
The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.